Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2011 and a sling and an ams sparc mesh were used. There was no indication of which mesh was implanted on which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01859. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: since (B)(6) 2008, the patient has experienced recurrent pelvic organ prolapse, stress urinary incontinence, infection, and dyspareunia. The patient underwent repair surgery on (B)(6) 2008 and (B)(6) 2011. The patient underwent procedures in 2010 for an interstitial implant and in 2011 for a bladder tack. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.